Manufacturer narrative:
(B)(4). Report source foreign - (B)(6). The patient has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) could not be reviewed as item and lot number information has not been provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. 3002806535-2018-00650 has also been filed for this event.

Event description:
It was reported by a patient that they underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed. The reason for revision has not been disclosed.